Event description:
The pt reported the infusion device does not properly deliver insulin. She stated her blood glucose elevated to 450 mg/dl and she changed the infusion set, battery, adapter, and insulin cartridge but her blood glucose remained elevated. She injected insulin via pen to lower her blood glucose. Her normal blood level is 120 mg/dl. She stated her blood glucose was elevated to 300 mg/dl on the morning of the report and she is only using the insulin pen at this time. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.